Manufacturer narrative:
Device evaluation: the device returned with a detachment on the hypotube 20.5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1.2cm proximal to the detachment site. The stent was positioned between the marker bands as per specification. No deformation to the stent and distal tip. Cine image review: an image shows the lesion site in the left anterior descending artery as reported by the account. A guide wire is delivered through the lesion in the lad. A second guide wire is introduced for support and to facilitate the delivery of the stent to the om branch of the lad. The lesion site in the lad is pre dilated. A stent is deployed at the lesion site in the lad. An image shows improved patency to the treated vessel. Post dilation of the lesion is performed. A deployed stent is visible in the image along with 2 guide wires. The proximal vessel is further dilated. A contrast image shows improved patency in the treated vessel. There are no images capturing the reported stent deformation and detachment. There were several time gaps in the images so the reported issue may have happened during a time gap. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion located in the lad with moderate tortuosity and severe calcification. No abnormalities were noted in the patient¿s anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated. Resistance was noted when advancing the device and excessive force was used. It was reported that stent deformation occurred during positioning. It was also informed that the shaft of the stent broke while advancing through the lesion. The device was replaced by another resolute integrity drug eluting stent and the procedure was completed. No patient injury was reported for this event. It was assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.